Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl. Caller stated that they have a back-up plan. Customer has not treated. Caller stated that the alarm just occurred and the alarm occurred during bolus. Caller stated that the alarm is recurring. Customer stated that the issue has not been resolved. Caller stated that the reservoir was not empty. Caller stated that the insulin did exit after performing a 5.0 unit fixed prime. It was explained that it may be a possible site related issue. Caller stated that they do have an extra set available and are able to remove the set. Caller was advised to do a set change as soon as possible.